Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The referenced report was received via the interdepartmental helpline solutions tracker from a medtronic startright representative. The customer's mother reported high blood glucose of 500 mg/dl and a blank display. Customer also indicated that the pump shut off. Further troubleshooting was declined and customer indicated that they would call back if they experience further issues.